Manufacturer narrative:
No product returning for evaluation. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding air bubbles in the pt line and the luer lock that have not been able to be removed. Customer's blood glucose level was impacted.